Event description:
Complainant has always used the another co's brand blood glucose test strip. Store was out of the brand, therefore rptr purchased a brand which indicated that it could be used with the other co's meter. After he properly coded the meter, he got a low reading. He became suspicious, since this was not a normal reading for him. He then purchased the brand and took a side by side test. The original brand was 50 points higher than the device brand. He has taken similar tests at the hospital and dr's office and the original meter was very close. Rptr feels that the batch of this device strips are wrong.